Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 20. Details of surgery: primary stability not achieved, implant surface not completely covered with bone, ridge augmentation and immediate extraction site. On (B)(6) 2023, non-osseointegration was verified. Patient presented with poor oral hygiene, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and increased sensitivity. No further patient complications were reported.